Event description:
Ous MDR - after an implantation period of about 20 months, impedance values < 200 ohm were reported back in (B)(6) 2015. The lead was reportedly deactivated in (B)(6) 2015. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The analysis of the available impedance trends confirmed a decrease of pacing impedance <200 ohms on (B)(6) 2015 as mentioned in the complaint description. Furthermore the available data showed a slight decrease of the rv sensing amplitude on (B)(6) 2015 from 10.4 mv to 8.1 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.